Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broke piece was retrieved by forceps and was discarded. As the patient had hepatitis, the samples had been discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.